Manufacturer narrative:
The device will not be returned for investigation. If additional info is received it will be provided on a supplemental report.

Event description:
It was reported the reamer shaft bound up on the guide wire while reaming. We could not get the wire or reamer head, or shaft, off the guide wire.